Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the top case cracked by the left rear bottom corner, cracked right plunger case and no visible contamination. Review of the event history log of the pump found syringe plunger not in place error. Complaint has been confirmed during syringe test; check syringe plunger not in place found. This is a result of the push block/right plunger case. Customer must have opened plunger assembly and installed push block backwards. The problem source has been determined to be user interface.

Event description:
Information was received stating unable to calibrate syringe size, broken top case. No adverse effects reported.

Manufacturer narrative:
Other, other text: h2: additional information: see a1, b5 and h6(patient code).

Event description:
Additional information was received indicating that the issue was discovered during routine testing and there was no patient involvement.